Event description:
A doctor reported that he has been experiencing allergy symptoms in the form of asthma, coughing, phlegm, and excessive nasal congestion, which has increased in severity over a period of three (3) years (from approximately 2009 to present).

Manufacturer narrative:
The doctor frequented his general practitioner and other specialists (allergist, , ent, and pulmonary) and was diagnosed with having acute sinusitis for which he elected to have surgery performed in an effort to alleviate these allergy symptoms. The doctor's symptoms returned and he was re-diagnosed by his physicians as having environmental allergies. The doctor's physicians were still unable to determine the exact cause of his allergy symptoms; however, they suggested that molds may be present in either his home or office and that this may be a contributing factor to his symptoms. The doctor subsequently had his home and office inspected and cleaned for mold; however, his condition was not improved by the cleaning. The doctor's former colleague informed him that doctors and nurses can potentially develop chemical allergies over time and that this is what the doctor may be experiencing. The doctor is exposed to many chemicals throughout the day and pdcare surface disinfectant is a product that is also utilized in his office; however, the doctor is uncertain of which chemicals he is allergic to or whether he may be allergic to all chemicals. He has had numerous diagnostic tests performed including general allergy testing, blood tests, cat scan on the sinus and chest, and chest x-rays in an effort to try and identify the source of his allergies. Prescription medications, which include advair for the doctor's asthma symptoms, budesonide for allergies and prednisone were taken by the doctor. To date, the doctor is still experiencing the same allergy symptoms. Although it can be presumed that pdcare surface disinfectant is most likely not the source of the doctor's allergy symptoms, a DHR review revealed that the product was released within specifications and acceptable parameters.